Event description:
It was reported that alerts were displayed for possible output circuit damage and possible high voltage lead issue. The patient received one therapy. The device also reported multiple aborted shocks. The device and lead were explanted.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. The high voltage output circuitry was found damaged. The low voltage functionality was tested on the bench and using automated test equipment. All of the low voltage test specifications were normal. Interrogation of device showed alerts of low impedance and high voltage lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.